Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has recurrent gastrointestinal bleeding from (B)(6) to (B)(6) 2017. Patient required a total of 20 units of packed red blood cells. Egd revealed active bleeding in the proximal jejunum 75cm from incisors, no ulceration or surrounding trauma, bright blood suggestive of arteriovenous malformation or dieulafoy but neither were visualized, there was continued oozing seen despite clipping. Interventional radiology (ir) arteriogram on (B)(6) 2017, showed no active extravasation and thus there was no embolization performed. Patient continued to bleed off of all anticoagulation. Octreotide was restarted and tolerated. Repeat egd on (B)(6) 2017 was complicated by aspiration (treated with 5 days of antibiotics) and was not able to be performed. Egd on (B)(6) 2017 showed previously placed clips without active bleeding. Tattoos were placed 50cm past jejunal clip in case surgery required. Seen by general surgery for consideration of bowel resection; however, responding to octreotide and could still consider thalidomide so surgery not felt to be necessary at that time. Patient was restarted on coumadin, inr goal 1.5-2. No further or additional information was provided.